Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas alleging that the pump had no power. The issue was not resolved by replacing the battery with a new battery. The reporter confirmed there was no known damage to the pump battery compartment or cap and there was no known moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the battery compartment and cap were undamaged and were able to fit securely. The pump base was cracked between the keypad and the display lens at the upper corner and lower corner of the lens. The pump powered on with audio and vibration to a blank screen. Moisture corrosion was found on the keypad connector and the eeprom component.